Event description:
The patient was unable to adjust her stimulation and had communication and coupling issues with her implantable neurostimulator. About two weeks later, she met with her health care professional. The hcp stated, she "needs to get stim fixed" and "needs to get battery replaced." No patient symptoms were reported. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).